Event description:
It was reported that during use in a procedure at the user facility, the device was continuously running (run-on). The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.